Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump kink resistant tubing was worn down to the filament. No leaks were found. During visual inspection, the pump poppet rod misalignment was identified. The pump was not functionally tested due to the misaligned poppet rod. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered failure to follow instructions. This complaint investigation conclusion code is utilized for problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was replaced due to the pump not cycling and the cylinders not inflating. The pump was explanted and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was replaced due to the pump not cycling and the cylinders not inflating. The pump was explanted and replaced. There were no patient complications.